Event description:
It was reported that during the cleaning procedure of wound, (ref MDR(B)(4)). The right lead was pulled out of space and confirmed via x-ray. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly effective therapy was restored.